Manufacturer narrative:
Other relevant device(s) are: catalog # etlw1613c124e, serial/lot # (B)(4) use by date: aug-25-2018, upn # (B)(4). Film analysis summary: the exact source or cause of the endoleak observed could not be conclusively determined from the two still angio images and videos provided. Pre-implant anatomy information and additional films during implant procedure were not provided. Although a type iii fabric endoleak cannot be ruled out, it is most likely a type IV transgraft endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an angiogram revealed a possible type iii endoleak or a possible type IV endoleak. The physician elected to extend the endurant iis stent graft limb with another endurant iis stent graft limb and the endoleak was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.